Manufacturer narrative:
Additional information received that the device was revised due to atrophy under the cuff and the patient experienced a slow loss of incontinence. Atrophy was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The occlusive cuff and control pump performed within specifications. Review of manufacturing documentation was not performed per 92186855 wi cis product investigation. The allegation was not confirmed as the device performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation I necessary.

Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter (aus) device. The patient had a past aus device implant in (B)(6) 2011. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Atrophy was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The occlusive cuff and control pump performed within specifications. Review of manufacturing documentation was not performed per (B)(4) wi cis product investigation. The allegation was not confirmed as the device performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter (aus) device. The patient had a past aus device implant in 2011. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter (aus) device. The patient had a past aus device implant in 2011. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the device was revised due to atrophy under the cuff.

Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter (aus) device. The patient had a past aus device implant in 2011. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.